Event description:
It was reported that during a transmission session, it was observed that the device did not measure the battery voltage. A lead impedance test needed to be performed in order to measure the voltage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.